Manufacturer narrative:
Mfg site eval: samples received: 1 open sample, needle only; no thread. There are no previous complaints of this code batch. There are no units in OEM stock. The used needle has damage in the attachment area by the needle holder. The steel has been deformed and as a results, the thread was broken in the attachment area. Remarks: as indicated in the precautionary measures from the instructions for use of the product: "care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one third (1/3) to one half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage." Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Needle detachment during cesarean.